Manufacturer narrative:
The hospital was contacted (eng: hanan) and was informed that the cable that does not belong to our pump has a different specification. This cable had a (10a) fuse that was identified as hongln but our medical cable had a (13a) fuse and was manufactured by I-sheng company. This customer replaced the power cable without informing the manufacturer that an unofficial cable was being used. In addition, the pump failed at visual inspection due to a ¿broken fluid shield¿, ¿no power dc¿ missing cord retainer, and power cable so replace the fluid shield and battery and add cord retainer and power cable after that the pump pass all pvt.

Event description:
It was reported that a plum 360 generated a thermal event. The power cord plug suddenly emitted significant sparks, followed by black smoke. Following this incident, an electrical safety test was conducted on the infusion pump, and it successfully passed, indicating the pump itself is in good working order. The power socket used with the pump was also inspected and found to be normal, showing no signs of abnormality. However, upon examination of the power cord plug, a visible hole was discovered on the backside. Additionally, the plug fuse (10a) was found to be busted. The power cord brand was identified as honglin. No one was harmed as a result of the reported event. The pump was tested at the user facility specific to the event. There was no patient harm reported.